Event description:
On 4/30/97, the port was being removed due to suspected leakage. During removal, it was noted that the catheter had broken at the port stem and had embolized. No other info is known.